Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 39 mg/dl. Reportedly, customer did not consume enough carbohydrates. Additionally, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Customer required assistance from partner to treat bg level via a glucose shot, kept customer conscious, and monitored bg levels. The customer was instructed to consult with healthcare provider regarding bg level.